Event description:
Gynecare intergel had been used on a pt after surgery for a left salpingo-oophorectomy. A few days afterward, the pt presented to the e.r. With pain. An incisional hernai was repaired, at which time adhesions and residual gelatinous coating was noted. An endoscopy revealed info provided noted that the surgeon performed lysis of adhesions and marsupialization of 7cm sterile hydrosalphinx on an otherwise healthy pt. The pt recovered normally for two days but on the third day they developed a low-grade fever, pain and abdominal distention. They also developed an umbilical hernai through which omentum had prolapsed. Their white count was noromal. They noted extensive bowel adhesions and a grayish fluid. Gram stain and cultures were negative. They described needing to peel the bowel apart and peel off a thick substance that was causing the adhesiions. This was cultured and was negative. The substance was described by the pathologist as a nonspecific substance. The pt improved somewhat but is still having significiant abdomianl pain. They have sought the care for another physician.

Event description:
Add'l info provided in 2003 noted that the surgeon performed lysis of adhesions and marsupialization of 7 cmm sterile hydrosalpinx in 2002 on an otherwise healthy pt. The pt recovered normally for two days but on the third day she developed a low-grade fever, pain and abdominal distention. She also developed an umblilical hernia through which omentum had prolapsed. Her white count was normal. At the time of the hernia repair, the surgeon inserted a laparoscope. He noted extensive bowel adhesions and a grayish fluid. Gram stain and cultures were negative. He described needing to peel the bowel apart and peel off a thick substance that was causing the adhesions. This was culturred and was negative. The substance was described by the pathologist as a nonsepcific substance. The pt improved somewhat but is still having significant abdominal pain. She has sough the care of another physician. Add'l info rece'd in 2005 noted that in 2002, pt underwent abdominal surgery and gynecare intergel was spread throughout her abdomen. "Shortly following plaintiff's surgery, she developed extreme pain, swelling, and other serious injuries." Add'l info provided 2/22/2005 noted that it was reported that product was used during a laparoscopic procedure three years ago. It was reported that the pt had a temperature of 101-102 for 14 days post op and had a second surgery in 2003. The pt continued to complaint of burining sensation in the bdomen. A third surgery was performed by a general surgeon the next month. He described [his findings as "a filmy substance over the left side of the abdomen and chemical peritonitis like 3 degree burns." Add'l info: the pt was 40 years old at the time of surgery. She had a laparoscopic marsupialization of a left hydrosalpinx performed by the surgeon and/or an in 2002. In which 300cc of gynecare intergel was instilled. She had pain and increased temperatures post-operatively with fluid and drianage from the umbilicis but was discharged in 2003. She was readmitted due to pain and temperatures, and she had an incisional hernia repair and exploratory procedure five days later by the surgeon and/or intern. The pt's spouse relayed the surgeon's impression that the intestines appeared inflamed and that a CT scan indicated intestinal blockages. The pt was discharged after three days. The pt saw the surgeon fourteen days later and was reportedly told that the intestinal blockage was improving. The surgeon reportedly diagnosed a chemical peritonitis. The pt continued to have abdominal pain and went to see a general surgeon. The general surgeon also diagnosed an incisional hernia and performed and another repair the next month. The pt has done well since. Update: add'l info provided 9/05 noted that according to the pt, the following is alleged to have occurred: 1/03 - excessive pain, swelling, fever, excessive drainage from abdominal incision area, and infection. 1/03 through 2/03 -- fever, bowel obstruction, incisional drainage and severe pelvic pain. Ongoing -- pain, bloating, adhesions, inability to get pregnant, and bowel dysfunction.